Event description:
We received a report that an z900200190 was explanted from the patient's left eye after they experienced unexpected post-operative refraction. The report indicated the patient was over corrected for myopia. An incision enlargement was not required and there were no other complications. The patient has recovered.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The iol was visually inspected under a microscope. The lens was returned cut in two pieces. Visual inspection revealed surface residuals (fiber/particles) and stains on the lens whereby the lens condition is consistent with a lens that was explanted from the patient's eye. Due to the condition of the lens returned, the diopter measurement could not be performed. The manufacturing record review was performed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. The inspection data for the diopter power process was reviewed and was found within specification. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.